Event description:
It was reported that the patient had a problem with her pump. The patient "fell several times" and her catheter dislodged. The patient's pump and catheter were explanted and replaced. The medications being delivered via the device system were bupivicaine and fentanyl. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.